Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the needle disengaged from the device and was also difficult to load. The procedure is unknown.